Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The electrodes that were used during the event had been discarded by the customer and could therefore not be evaluated. A physio-control clinical specialist reviewed the information that was provided and determined that the reported issue did not contribute to the patient's outcome. The patient's heart rhythm was reported to be asystole and therefore not shockable. A cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device did not deliver a defibrillation shock when they pushed the shock button on the device. The device was at that point being used on a patient. The user changed to a new set of electrodes immediately and a defibrillation shock was administered to the patient. The patient expired. It was reported that the delay in therapy was not more than approximately 30 seconds. In addition it was reported that the patient was in asystole.